Event description:
It was reported during a myomectomy procedure during the intervention the inert branch detached from the device. The generator signaled no error. The procedure was carried out and finished by using a monopolar device. No patient adverse consequences have been reported. One device will be returning.

Manufacturer narrative:
(B)(4). The tissue pad was found in good physical condition and properly attached to the clamp arm. The tube assembly where the clamp arm attaches was inspected and it was distorted, this occurred when the clamp arm was removed from the tube assembly. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.